Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no steps taken to resolve the ins moving and the issue was not resolved. The patient stated that the moving of the stimulator was an off-hand remark during the conversion with a manufacturing representative. The patient mentioned that it had not been a problem as far as he could tell. The patient noted that he was lean and there was no fat at the site to embed the stimulator so it protrudes. The patient stated that it easily slid under the skin and as a runner he would wear tights, shorts, and often waist belt hydration packs that all fit right over the device. The patient confirmed that they do not cause irritation and did not think there was anything wrong with the implant. The patient reported that he thought aging, loose skin, and lack of fat cushioning was to blame. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had some back issues in their lower back right about where the stimulator was located, and she was under ¿fitness care¿ and medical care and she noticed some aching in the groin area where she would the stimulation, but it didn't feel like the pulsing of stimulation, it felt just like she pulled something, like an ache then it would go away and it was fine. The patient stated she was facing a couple of medical procedures and on (B)(6) and she was going have arthroscopic knee surgery on (B)(6) she believed she was going have an injection in her lower spine right adjacent to where the stimulator was located. The patient stated she had been dealing with back, knee, and hip issues. The patient was asked if the issue were related to the device and the patient stated she was hoping it was a separate issue, but she was beginning to worry that maybe some of the issues were related the emanating from the hip area or back area down that they thought it was an ¿eye¿ issue or an issue where something send radiating pain down the patient¿s leg, it was related to the device location of the implant. The patient stated she wasn't a fat person the implant was sticking out, sitting up on top of whatever it was located on and she could sort of move the implant and she thought ¿oh, I wonder if I¿m pressing on a nerve and casing some of this issue¿, but it hadn't been medically assessed. The patient didn't think it was causing the issue because she could manipulate and move the implant and she felt a slight sensation when it glided over whatever underneath it. Patient services reviewed labeling ¿do not rub or handle your neurostimulator at implant site¿ and review it could cause system damaged. The patient stated she did not know that and she didn't do tha t. The patient stated the location of the ins was an issue because she was active and when she wore running pants the band went right across the stimulator location, the band moved over the ins so there was probably minor movement that was unavoidable. The patient stated the healthcare professional (hcp) stated jokingly complained that the patient didn't have any fay layers to hide or cushion the ins. The patient stated she felt discomfort at first because the implant sat there, and she had to move her pants that that didn't catch the stimulator, but that they don't slide down her butt. The patient stated she discussed the location of the implant and patient stated the implant was in a dumb sport after getting the battery replaced, the hcp stated taken the patient¿s anatomy they couldn't move it lower or over as it would interfere with the glute muscles. The patient confirmed the battery was replaced due to normal battery depletion. The patient stated after the battery was used up she noticed there was no more protection. There stated she just realized when she had to go she had to go now and she was not even ¿getting a grace period¿ like she would before. The patient stated with the aching feeling she got she was wondering if something was going on with the implant or maybe it turned itself off. The patient noted she was an avoid runner so sometimes she had things happen like injuries and due to her implant, she couldn't get an MRI, patient stated that made it difficult to find the causes of issues. The patient noted she had a CT scan of the knee, which was not related to her device. The patient noted she had issue with discomfort at the implant location since implant on (B)(6) 2017. They had back, hip, and knee issues since about (B)(6) 2017. The patient noted she had aching in their groin since around (B)(6) of 2017, and a return of symptoms in the last month or so prior to the call on (B)(6) 2018. There were no further complications that have been reported as a result of this event. Information omitted about the patient programmer not powering up as it is covered in pe (B)(4). (B)(6). No new information.